Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that twice in a row the site took a spin, was accurate, removed the system, and was no longer accurate. The instruments after removing the system were noted to be "very off". The site is using retractors and drapes, but the manufacturer representative does not believe there was any frame movement due to those. There was no impact on patient outcome. The procedure was delayed by 15 minutes. The issue was unable to be replicated after the case. There was no impact to patient outcome.